Event description:
Coronary angiography wa conducted and thrombus was observed in the implanted cypher. To treat the thrombus, aspiration and balloon angioplasty was administered. Then a 2.5 x 23mm cypher was implanted distal to the implanted 1st cypher.